Event description:
It was reported that fluid leaked between the pump and cartridge adapter during a cartridge fill, which occurred after the user attached the adapter to the cartridge before inserting the cartridge into the pump; the event was associated with an infusion set and cartridge handling issue and an incorrectly attached infusion set connector. Investigation included troubleshooting and user education conducted by customer support. Further investigation of this case revealed that the procedure was performed contrary to instructions, and the user was able to resolve the issue by restarting with a new cartridge and adapter and by following the correct connection sequence. There was no user reported symptoms included, and no reported adverse clinical effects. Outcomes included no interruption to therapy beyond the immediate supply change and no medical intervention or hospitalization. It was concluded that the event resulted from user handling error rather than a device malfunction.